Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Additionally, it was reported that the wake button was delayed in responding to touch. Customer applied more force to the button to resolve the issue and a power source alert after plugging the pump into a wall outlet. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 500 mg/dl.